Manufacturer narrative:
Age of patient at time of event - 60's. (B)(4). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed, 2.5x22mm lesion being treated was located in the moderately tortuous, non-calcified distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated to 10 atm for 30 seconds. The physician attempted to place the 2.5x24mm taxus liberte stent, but was unable to cross the lesion. During withdrawal the stent dislodged from the stent delivery in the proximal rca. The stent was removed with a snare and the procedure was complete with a 2.5x24mm non-bsc stent. No further patient complications were reported and the patient's status is good.